Event description:
The facility's tech reported an infusion pump with an 808:03 failure code. The tech stated they have no record of any pt incident involving the pump since the last baxter service event. Device failure occurred during biomed testing. No details were given regarding the problem or testing being performed.